Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have gum disease and severe bone loss. They recently saw a dentist and left them know that they had received a letter from byte saying to stop treatment and see a dentist. The dentist did state that they have bone loss and I had to do a two visit deep cleaning. They will return in a few months to see how their gums are doing. The dentist also mentioned that they would not be a candidate any time soon for any sort of teeth alignment, until their gums are healthy. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.